Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Investigation conclusion: the investigation was not able to confirm what customer had experienced as no sample/picture was returned for investigation. End user risk assessment: as per risk assessment, (B)(4), severity of catheter defective / damaged is moderate (s3), produced quantity: (B)(4), occurrence is remote (o2). Root cause description: a review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance. No abnormality was observed during the manufacturing of the batch. If samples are received in the future the complaint will be re-opened and re-investigated. Rationale: the complaint will be monitored and tracked.

Event description:
It was reported that the bd insyte¿ IV winged catheter needle tube was found to be incomplete before use. The following information was provided by the initial reporter, translated from chinese to english: "the day for children with intravenous therapy, it is necessary to establish venous pathway, the use of disposable venous indwelling needle, needle check IV before the outer packing in good condition and in the period of validity, the discovery after open the needle tube is not complete, there are some missing, can't normal use, immediately replace needle to complete the operation, does not have a negative effect on the patients"